Event description:
It was reported that the patient had been sedated using general anesthesia in preparation for a ureteroscopy procedure. Error codes 269, 58, and 87 were received. The key switch and emergency stop were checked. The device was restarted twice, but the errors still appeared. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
D3. Manufacturer email: moshe.barenboym@bsci.com. The console was repaired by the field service engineer (fse) at the customer's facility. The fse found that the console was having multiple error codes. As a result, he determined the servo motor and the printed circuit board (pcb) were damaged. The main control pcr (mmcu) and servo motor were replaced. The alignment was adjusted on the console, and full operation was verified. The servo motor was returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the servo motor was in good physical condition. The mmcu was returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the mmcy was in good physical condition. Although product analysis identified the components were in good physical condition, after the fse replaced the servo motor and mmcu, the device issue was resolved. It is probable that the reported event was due to the mmcu and servo motor being damaged. Based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
D3. Manufacturer email: moshe.barenboym@bsci.com. The console was repaired by the field service engineer (fse) at the customer's facility. The fse found that the console was having multiple error codes. As a result, he determined the servo motor and the printed circuit board (pcb) were damaged. The main control pcr (mmcu) and servo motor were replaced. The alignment was adjusted on the console, and full operation was verified. The servo motor was returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the servo motor was in good physical condition. The mmcu was returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the mmcu was in good physical condition. Functional testing of the mmcu found it passed all testing and was found to be suitable for further use. Although product analysis identified the components were in good physical condition, after the fse replaced the servo motor and mmcu, the device issue was resolved. It is probable that the reported event was due to the servo motor being damaged. A damaged servo motor could affect the performance of the device and lead to the event experienced by the customer.

Event description:
It was reported that the patient had been sedated using general anesthesia in preparation for a ureteroscopy procedure. Error codes 269, 58, and 87 were received. The key switch and emergency stop were checked. The device was restarted twice, but the errors still appeared. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
D3. Manufacturer email: (B)(6). The console was repaired by the field service engineer (fse) at the customer's facility. The fse found that the console was having multiple error codes. As a result, he determined the servo motor and the printed circuit board (pcb) were damaged. The main control pcr (mmcu) and servo motor were replaced. The alignment was adjusted on the console, and full operation was verified. The servo motor was returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the servo motor was in good physical condition. Although product analysis identified the component was in good physical condition, after the fse replaced the servo motor the device issue was resolved. It is probable that the reported event was due to the mmcu and servo motor being damaged. Based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had been sedated using general anesthesia in preparation for a ureteroscopy procedure. Error codes 269, 58, and 87 were received. The key switch and emergency stop were checked. The device was restarted twice, but the errors still appeared. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that the patient had been sedated using general anesthesia in preparation for a ureteroscopy procedure. Error codes 269, 58, and 87 were received. The key switch and emergency stop were checked. The device was restarted twice, but the errors still appeared. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
D3. Manufacturer email: (B)(6).